Event description:
A customer reported that the t: slim x2 pump battery would not charge, with the device displaying a power source alert, alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer tried different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as backup therapy. The replacement pump was sent, and further instructions were provided for returning the problematic pump to tandem.